Event description:
Medtronic received information regarding a marathon catheter that had a leak. The patient was undergoing a procedure for liquid embolization of a right occipital artery arteriovenous malformation (avm). Vessel tortuosity was severe. It was reported that the marathon catheter and all accessory devices were prepared and inspected as indicated in the instructions for use (IFU) prior to use. The catheter was flushed per IFU. The surgeon had reached the nidus with the micro guidewire and the marathon microcatheter and began injection squid-12 over a period of about 52 minutes with the regular interval of 1.5/min. After injecting around 3ml of squid liquid, the surgeon observed leaking of squid from the distal segment of the marathon microcatheter, about 3cm from the distal tip. Injection was stopped immediately and the marathon catheter was withdrawn from the system and the case was abandoned. There was no harm or injury to the patient. Ancillary devices: squid-12 liquid embolic, hybrid 0.007 guidewire, neuron 5f guide catheter, neuron max sheath.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that upon injection of the liquid embolic agent into the marathon catheter there was no resistance noted. During injection there was a longer period of a pause (less than one minute). The liquid embolic agent was implanted in the occipital artery perforator.